Manufacturer narrative:
An event of heart block during and after the procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did have a history of conduction disturbances, there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the implant depth was 4mm from the non-coronary cusp (deeper than the optimal 3mm). Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for a transcatheter aortic valve (tavi) implantation procedure using a small flexnav delivery system. A temporary pacemaker was placed. During procedure, the initial deployment was high and required recapture and redeployment. After first deployment, a complete heart block was noted. On second deployment was too low and required second recapture and deployment. The final implant depth was 4mm on the non-coronary cusp. At the end of the procedure, patient's rhythm went to second degree heart block, and the temporary pacing was left in. Next day, a permanent pacemaker was implanted. Hospitalization was prolonged by one day. The patient was reported stable.